Manufacturer narrative:
(B)(4). P/n ae05ml is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted as follows: 13 samples were taken from the current production p/n 543965 auto endo5 ml lot# 73h1800500, samples were functionally inspected (fired) and issue reported clips not loading properly was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot #73b1800679 investigation did not show issues related to the complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user was not able to load the jaws with a clip to the bottom part of ima, as it came out slanted. Re-loading outside the patient's body failed and another clip had the same result. Therefore, the competitor's product was used. No clips fell in the patient and there was no health injury.